Event description:
It was reported that the patient presented to the emergency room with discomfort due to extracardiac stimulation by the right ventricular lead. The lead was no longer capturing. Imaging did not reveal any physical anomaly. The lead was explanted and successfully replaced. The patient was stable.

Manufacturer narrative:
The reported events were failure to capture and extra cardiac stimulation. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fracture or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Manufacturer narrative:
Correction: correction should have been marked in previous MDR for b6 change.